Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusion: known inherent risk of procedure (occlusion).

Manufacturer narrative:
(B)(4).

Event description:
The previously reported occlusion event was treated with 2 non-medtronic pta balloons and 1 non-medtronic stent.

Manufacturer narrative:
Additional information: the sfa to popliteal was treated during the index procedure and not just the sfa as initially reported. Investigator indicated that the reported event was possibly related to the drug. Cec has adjudicated that the reported event was related to the device and not related to the procedure or drug.

Event description:
During index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 15 months post index procedure, the patient suffered stenosis of the right sfa. Investigator assessed the event to be possibly related to the study device and study procedure. Approximately 3 months later, the patient underwent pta. Event is reported to be resolved.